Manufacturer narrative:
The device will not be returned to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the image disappeared in the middle of a diagnostic echo-endoscopy procedure. The user restarted the processor and the image returned. The procedure was completed with the subject device after this delay. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It is likely the cause of no image occurred from a connection failure. Olympus will continue to monitor field performance for this device.